Event description:
On 5/22/97, the pt had a flexima regular biliary catheter placed, percutaneously by an interventional radiologist, into a liver cyst for drainage of the cyst and the installation of sclerosing material(absolute alcohol). On 5/28/97, the pt returned to the hosp with leaking around catheter at insertion site. Fluoroscopy showed the pigtail of catheter had broken off in the right perihepatic space. By mini-laparotomy, an 8 cm. Distal portion of the catheter was removed. The catheter piece that was removed showed, in addition to five circular openings, several irregular tears and smooth-edged incisions in the wall of the catheter. Te pt. Was discharged from the hosp, 6/7/97.